Manufacturer narrative:
It was reported a line blocked alarm occurred. Attempting to clear the alarm, pwd changed the cassette and infusion set. Upon removal, the infusion set cannula was noted to be bent. The event occurred during set-up. There was no patient injury.

Event description:
It was reported a line blocked alarm occurred. Attempting to clear the alarm, pwd changed the cassette and infusion set. Upon removal, the infusion set cannula was noted to be bent. The event occurred during set-up. There was no patient injury.